Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. The company service representative examined the system and replicated the reported event. To resolve the issue, the nonconforming component in the host module was replaced and the nonconforming power distribution printed circuit board (pcb). The system was then tested and met all product specifications. It cannot be determined conclusively how these components became nonconforming. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event is attributed to the nonconforming component in the host module and the nonconforming power distribution printed circuit board (pcb). It cannot be determined conclusively how these components became nonconforming. It cannot be determined conclusively if one or both of the nonconforming components are related to the reported event. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic operating console was rebooting in a cataract surgery. Additional information has been requested. Additional information received indicated that the event occurred before the surgery. No system message was displayed. The system completed the boot up cycle successfully. The surgery was completed by using another console. There was no harm to the patient.